Event description:
It was reported that, during tka surgery with navio, in exposure mode the foot pedal was pressed but the bur did not come out from exposure guard. It was not possible to identify whether the handpiece or the navio failed. The procedure was completed with a delay of fewer than 30 minutes by a change in surgical technique to manual procedure. No other complications were reported.

Event description:
It was reported that, during tka surgery with navio, in exposure mode the foot pedal was pressed but the bur did not come out from exposure guard. According to the functional check, the handpiece failed. The procedure was completed with a delay of fewer than 30 minutes by a change in surgical technique to manual procedure. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio handpiece (japan) pfsr110137, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was not established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The handpiece passed all tests. No additional functional non-conformances were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with early signs of motor failure. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The navio surgical technique guide provides instructions on how to revert to a manual case in the event of an unrecoverable system failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from japan, it was reported that during tka surgery with navio, in exposure mode the foot pedal was pressed but the bur did not come out from exposure guard. According to the functional check, the handpiece failed. The procedure was completed with a delay of fewer than 30 minutes by a change in surgical technique to manual procedure. Based on the information provided, the patient impact beyond the reported modified (manual) procedure could not be determined, however no other complications were reported. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.